Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A 2.5x12mm synergy¿ drug-eluting stent was implanted in the protected left main artery. The stent was implanted in a different facility. Two days post procedure, the patient presented to the emergency department to this facility. Coronary angiography was performed and revealed stent thrombosis. Subsequently, a guidewire was advanced and the lesion was ballooned. The physician then performed intravascular ultrasound on the vessel. The procedure was completed. No further patient complications were reported and the patient's status was good.